Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD) and a remote transmission was sent from the hospital. Information received on the remote transmission was reviewed by qualified personnel. It was noted there were occasional undersensed r-waves on the stored episodes with a potential for under sensed beats. Follow-up was completed which indicated there was no reprogramming completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.